Manufacturer narrative:
In conclusion, user had elevated blood glucose reading when he measured his blood glucose with dario. User sought medical treatment and was treated for elevated blood glucose readings. User performed two control solution tests, and both were in range. Level m (range 102-147 mg/dl) and result was 128 mg/dl. Level h (range 182-262 mg/dl) and result was 233 mg/dl. Device not requested for investigation as device was found to function according to specifications and failure mode was not confirmed. In addition to that, user desired to continue measuring blood glucose with dario.

Event description:
On (B)(6) 2018 customer contacted dario to report slightly elevated blood glucose readings compared to his other blood glucose meter. User reported strips were stored in kitchen. Per user guide (page 12), it states "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen". Customer was sent control solution and new test strips to verify accuracy of meter and strips. On (B)(6) 2018 user performed control solution tests and results were in range. User also checked blood glucose levels and reported reading of 395 mg/dl with dario compared to 358 mg/dl with use of another meter. Customer was advised to seek physician treatment immediately. On (B)(6) 2018 user informed dario that he was sent to the emergency room as blood glucose levels were above 300 mg/dl. User reported medical treatment was provided to bring blood glucose down. In addition to that, user stated blood glucose remained high for about 2 days until new medication came into effect.